Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product has been received for analysis. This report will be updated upon completion of analysis. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems, and analysis did not identify any lead characteristics that would have caused or contributed to the inability to take lead measurements during the implant procedure.

Event description:
It was reported that during the implant procedure, the helix on this pacing lead could not be extended, preventing any electrical measurements from being taken. A new lead of the same model was implanted instead to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.

Event description:
It was reported that during the implant procedure, the helix on this pacing lead could not be extended, preventing any electrical measurements from being taken. A new lead of the same model was implanted instead to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product has been received for analysis. This report will be updated upon completion of analysis.